Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) has been used as a placeholder based on the reported phone area code. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported unspecified bd¿ nexiva IV catheter system suffered tubing separation during use. The following information was provided by the initial reporter: "rn placed catheter in patient's vein. When she went to apply dressing, he notice catheter came apart and tubing was on floor.'

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) has been used as a placeholder based on the reported phone area code. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported unspecified bd¿ nexiva IV catheter system suffered tubing separation during use. The following information was provided by the initial reporter: "rn placed catheter in patient's vein. When she went to apply dressing, he notice catheter came apart and tubing was on floor.'